Event description:
It was reported that the patient used to have the stimulation at 2.00. It was further noted that three weeks prior to report the patient noticed that the stimulation was too high and had to keep turning it down. The patient noticed that it was not as frequent until ¿recently.¿ it was noted that on ¿saturday¿ the patient had to keep turning it back down. The patient stated that when they were in different positions the stimulation kept increasing. A few days prior to report, the patient became ¿tired¿ of turning the stimulation down and turned off the implantable neurostimulator (ins). It was noted that the pain in the patient¿s feet started to return. It was reviewed with the caller how to turn off adaptive stimulation. It was noted that the patient would like to keep it on 0.75 for all positions. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID ne u_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).